Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 11 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1527501) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was initially reported: there is something wrong with the device. No further information can be obtained. Additional information was requested, but is not available upon receipt of the device on 11/20/2015, it was noted that the balloon had a leak.